Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the device does not react despite battery change. Only after housing change did the device function again. There was no pt harm or delay reported, and the procedure was completed with an alternate device.